Event description:
Meter name: one touch basic original, strip name: unknown, meter code: unknown, strip code: unknown, strip storage: unknown, symptoms: sweaty and weak. A patient reproted they were not able to get a reading. Their meter allegedly would not power on. Not able to get a reading on the meter at all. Customer was not tested at any other location. There was no treatment. Customer states that customer has been having low blood sugar because of not being able to get a reading. No further information has been reported.